Event description:
The iab was inserted into the pt on 9/10/98. On 9/12/98 after iabp for about 48 hours, an alarm sounded from the pump several times. Then, blood was noted in the tubing and the iab was removed immediately. (Event complications: none from the event - reported 9/14/98) (pt's current status: stable - reported 9/14/98)